Event description:
According to the report, the surgeon tried to open the structural balloon but it would not inflate. It occurred while trying to create a space for the hernia repair. There was no harm to the patient. No blood loss, no significant extra time required, no foreign material, no known adverse outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)